Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer had experienced high blood glucose up to over 600 mg/dl for the last few months. Other blood glucose values provided were 329,395 and 440 mg/dl. It was mentioned the customer was having back pain as well. She also reported that the reservoir had air bubbles ad the screen on the insulin pump was scratched and was hard to read. Blood glucose at the time of the call was over 300 mg/dl. They declined troubleshooting and requested the emergency medical services to be called. The paramedics showed up and stayed in line for a while but there was no need to treat the customer. The reservoir was not replaced or returned for analysis.